Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was frayed at the distal clevis hub. Additional observation not reported by site was pulley damage. There were scratches found on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted broken wires on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.